Event description:
It was reported that while the ventilator was connected to a patient, it generated a technical error code that indicated a power failure, and the control panel became black. There was no patient harm reported. (B)(4).

Manufacturer narrative:
During on-site investigation by our field service engineer (fse), it was found that the monitoring printed-circuit board (pcb) was defective. The pcb was replaced and the ventilator was successfully functional and safety tested before being returned back to clinical service. The pcb was left at customer site and not returned for further investigation and analysis. The evaluation of the received device logs confirmed the reported technical failure indicating a +12v internal power supply failure, and also a technical error indicating a barometric pressure failure. Based on investigations in prior complaints with similar faults, our conclusion is that it was the barometric pressure transducer on the monitoring pcb that was faulty and caused the reported failure codes and stop of ventilation. A design change was implemented in march 2008 to eliminate failure of the +12v internal power supply when the barometric pressure transducer fails. The replaced monitoring pcb was manufactured before these improvements were introduced.

Event description:
(B)(4).